Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was removed due to an alleged leak. Patient status is unknown.

Event description:
It was reported that the catheter was removed due to an alleged leak. Patient status is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 4.2fr broviac s/l catheter was returned for evaluation. A visual and microscopic inspection were performed. The proximal end of the luer was detached and not returned. A complete circumferential break was noted approximately 9.2cm from the distal end of the luer. The distal portion of the catheter was not returned. The break surface was jagged at the outer catheter while the inner catheter appeared to be cleanly cut. Slight discoloration was also noted to the out catheter at the break site. However, due to the return sample condition, the investigation is inconclusive for catheter leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.